Event description:
It was reported that the plaintiff underwent an excision of a lesion on the right upper chest during 1994 where vicryl sutures were used and claims infection and injuries as a resuslt of contaminated sutures.